Event description:
Healthcare professional (hcp) reported injecting a patient with skinvive¿ by juvéderm® in the cheeks and experienced ¿common bruising¿. Eight months later, the patient was injected again with skinvive¿ by juvéderm® in the cheeks and experienced ¿common bruising¿ again. About seven months after the last injections, the patient was injected again with skinvive¿ by juvéderm® in the cheeks. Soon after, the patient experienced ¿more bruising than usual as well as "a rugged texture" almost looked like "cobblestone texture" to both cheeks.¿ two weeks later, the patient was treated with ¿co2 resurface laser with no results.¿ the patient concomitantly takes ¿antacids daily.¿ approximately one month later, the patient was treated with 1ml of hyaluronidase. About one and a half months later, the patient was treated again with 2ml hyaluronidase. About three months later, the patient was injected treated again with 3ml hyaluronidase with some improvement to the right cheek. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.